Event description:
Boston scientific received info that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to erosion. Reportedly, the pt was grossly underweight resulting in system erosion, complication. A transvenous system was elected for implant and no other adverse effects were reported. The explanted products are not intended to be returned.

Manufacturer narrative:
As no further info concerning this report is expected, out investigation is complete. This investigation will be updated should further info be provided.